Event description:
Complaint came in today. No specific date on complaint. Eds 3 not draining from buttered to bag properly. Patient did not have to wait for new product. They are lowering bag to work through it. (B)(6) 2015 per rep: 1) did this event occur intra-operatively? No. 2) did this event cause any delays over 30 minutes? No. 3) were there any adverse consequences to the patient? No. 4) is there a serial or lot number you can provide? None given. General complaint about the product. 5) is the device being returned for evaluation? No. 6) when were you first made aware of this incident? Today, (B)(6). 7) please provide, if possible, the product code for this device. 82-1731.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.